Manufacturer narrative:
(B)(4). The device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection, calibration, and simulated therapy testing were performed. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. The reported event was unknown and occurred on an unknown date, therefore the device logs and the sample evaluation could not verify the reported event. A system error 2201 was found during a review of the event history log. The system error 2201 was verified through the evaluation and the cause was determined to be due to the membrane gasket. The membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice had an unspecified failure. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). If additional relevant information is obtained, then a follow-up MDR will be submitted.